Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motion sensor test failure alarm. The customer's blood glucose value was unknown. Troubleshooting was done. Customer was unable to clear alarm. Customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Motion sensor test failure during rewind due to motor encoder signal out of phase. Unable to perform any tests due to motion sensor test failure alarm.